Event description:
Unable to insert an inner cannula into a shiley xlt tracheostomy tube. The trach went in fine but when they went to place the inner cannula, it would not go into the xlt tracheostomy tube. Inquired what size of inner cannula customer was trying to insert. Reported that customer thought it was a size 5.0mm, the same size as came in the box. Advised that the lot number of the outer cannula reported was on a size 6.0mm. It was stated that they felt that the cannula was too large and they had used k-y jelly during insertion to try to get the inner cannula to go in. It was reported that there was no patient harm.